Event description:
Same case as 6000089-2005-00827 after their coronary drug eluting stenting treatment procedure, a possible hypersensitivity reaction occurred. The pt had a taxus express2 3.00 x 16 mm and a 2.50 x 20 mm drug eluting stent implanted in 2004. In 5 months later experienced hot flashes and had a rash all over their body. They had reported similar symptoms to their cardiologist in the past and was told " they don't have an allergy to the stents". They feel they are going "down hill" since their stenting and that they are allergic to the stents. They also have issues with blood pressure control. They started plavix at the time of the stenting and indicates that they are allergic to many medications. But their blood pressure became more elevated so they returned to the previous prescribed medications. This cardiologist also told them they were not allergic to the stents. They saw their another primary physician who said they should see the physician who put in them stents and also gave them the name of 2 cardiology specialists. They have an appointment scheduled for mid may with one of the specialists and is waiting to hear from the second. They may schedule with the second as well as they are trying to find someone to take out the stents. The cardiologist who implanted the stents stated that he would see them and he plans to reaffirm that their symptoms can be from many things. He is going to try taking them off their plavix as it has been at least 6 months since the stenting and may also start them on some macro nutrients. He does not feel their symptoms are related to their stents.